Manufacturer narrative:
The lot number was requested but is unknown. The explanted device was not returned. The IFU states the following adverse reactions among others: possible adverse reactions specific to chordae tendineae repair may include, but are not limited to, calcification of the suture.

Event description:
It was reported to gore that a patient had a mitral valve repair in 2005 using gore-tex&#59411;suture. Approximately 11 years later, the patient developed recurrent symptoms of shortness of breath, dyspnea on exertion. A re-do surgery was performed on (B)(6) 2016 and the mitral valve contained ruptured cords to the a1 and a2 area. The cords were ruptured on both ends. There was calcification of the chordal structures. It was reported that the devices were removed.